Event description:
On (B)(6) 2011 pt reported she noticed the infusion set leaked after bolusing. Pt stated she is not having the leaking at the time of the call. Pt reported she does not know where the infusion set is leaking from. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.